Event description:
It was reported that during a ptcra treatment procedure, a vessel perforation occurred complicated by hypotension, pericardiocentesis, ventricular fibrillation, cardiac arrest, and emergency surgery with subsequent pt death the following day. The lesion was a calcified, 90% stenotic lesion in the mid left anterior descending coronary artery. The rotalink plus 1.25 mm device was platformed at 180,000 rpm outside of the pt's body. The first ablation pass lasted 4 sec at 177,000 rpm. A deceleration of 2000 rpm was noted with lesion contact. The second pass lasted 4 sec at 176,000 rpm with a 5000 rpm deceleration with lesion contact. The third pass started at 177,000 rpm, but the physician discovered a perforation when a 32,000 rpm deceleration occurred. He attempted hemostasis with a surpass balloon, but a blood pressure drop occurred. Therefore, he performed a pericardiocentesis. Ventricular fibrillation occurred with subsequent cardiac arrest. The physician implemented a pcps (percutaneous cardiopulmonary support system) and the pt was sent for urgent surgical intervention. However, the pt died the next day. The physician stated that the event was related to technique rather than a failure of the device.